Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has concluded albaclone® anti-d blend product z041u lots v243986 to be satisfactory in line with our product IFU, procedures and specifications therefore this complaint is deemed not upheld. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports unexpected weak reactivity with cord samples when testing with albaclone® anti-d blend (ldm3 / esd1) product z041u lot v243986 expiry 18may24.